Event description:
My daughter uses the dexcom g7 to monitor her blood sugars. Her school called me on thursday because the one she had on failed. This seems to happen constantly. I replaced it that day with a new one. The one I replaced it with malfunctioned and was over 200 points off of what her actual blood sugar was. She went into dka and has been admitted to the hospital since saturday. Pt code: 1905, 2364. Device code: 3023. Ref report: mw5178784.